Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event involving a patient, their device warned that battery 2 was low; however, approximately 10 seconds later the device shut down. Me&#837;dical personnel then powered the device back on, but it would not stay on for more than 20 seconds before losing power again. Medical personnel were treating the patient; however, the customer did not indicate what type of treatment the patient was receiving at the time of the reported event. There were no reports of adverse effects to the patient as a result of the reported issue. Nofurther details about the patient or the event were provided.